Manufacturer narrative:
The insulin pump was programmed with correct time and date and monitored at 50c with a 1.0 unit hour basal rate for 24 hours. No unexpected a21, a17, a13, full black display or display anomalies were noted. The insulin pump powered up properly after battery installation. The insulin pump passed self test, a21 error test and displacement test. However, the insulin pump was received with minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart, external ram error and watchdog timeout multiple times. The alarm history showed multiple external ram error alarms. Blood glucose was around 150 mg/dl. The customer stated that the alarm did not occur during the rewind/prime sequence and a temporary basal was not programmed before the alarm occurred. The customer also reported that he was about to bolus when he noticed the screen was completely black. Customer stated the device was not exposed to extreme temperatures or direct sunlight. The insulin pump passed the self test. Customer was advised the insulin pump would be replaced due to the alarms and agreed to return the product for analysis.